Manufacturer narrative:
Concomitant medical products: trex 3mcg/kg, sedationqn# (B)(4). Teleflex did not receive the device for investigation however the reported complaint of "helium loss alarm" is confirmed based of the recorder strips provided. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends.

Event description:
It was reported the rn called the clinical support specialist (css) to troubleshoot a possible helium loss alarm and artifact on the balloon pressure waveform (bpw) on a patient of 151cm in height. There is no blood in the driveline, no visible kinking, no ectopy etc. When the css reviewed the strips and the screen shot they discussed the alarm and the possibility of a small hole in the membrane and/or a leak in the pump. The artifact on the bpw was reviewed and the css suggested the console be switched and send this to biomed as it could be caused by something in the pump being loose etc. The rn is going to discuss with the cath lab about switching pumps and call the css back. When the rn called the css back, it was explained that the pump was switched out and the first pump was flagged for the biomed. There were no alarms or artifact on the bpw since switching out the pump. It was reported that there was no patient injury or complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the rn called the clinical support specialist (css) to troubleshoot a possible helium loss alarm and artifact on the balloon pressure waveform (bpw) on a patient of 151cm in height. There is no blood in the driveline, no visible kinking, no ectopy etc. When the css reviewed the strips and the screen shot they discussed the alarm and the possibility of a small hole in the membrane and/or a leak in the pump. The artifact on the bpw was reviewed and the css suggested the console be switched and send this to biomed as it could be caused by something in the pump being loose etc. The rn is going to discuss with the cath lab about switching pumps and call the css back. When the rn called the css back, it was explained that the pump was switched out and the first pump was flagged for the biomed. There were no alarms or artifact on the bpw since switching out the pump. It was reported that there was no patient injury or complications.